Event description:
The pt reported that subsequent to reprogramming, he has been having trouble with the device; he feels that one of his devices is partially working. He can move the device under his skin on the left side. The pt's tongue has felt hot and burning and he stated the device is affecting his speech. The rep redirected the pt to report symptoms to the hcp. Additional information has been requested from the physician. See MFR report #6000153-2007-02161.